Manufacturer narrative:
E1: patient city: (B)(6) patient country: israel.

Event description:
Reference number (B)(4). Event occurred in israel. It was reported that the patient faced an event where the infusion set cannula fractured on insertion. Patient confirmed that the introducer needle was removed at a straight angle and was not hard to remove. Site of insertion was lower back. Patient confirmed that the cannula was not still in the skin. No further information available.